Manufacturer narrative:
The customer confirmed no other patient samples were affected. The investigation determined the event was consistent with a preanalytical sample handling issue. The investigation did not identify a product problem.

Manufacturer narrative:
The customer changed the sample probe and repeated the patient's sample five times on the same cobas 8000 cobas ise module. The customer verified the patient's results came back all accurate and stable, and the calibration and qc results were fine. The field service engineer performed an ise check. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 8000 cobas ise module. A questionable na result from the cobas 8000 cobas ise module was reported outside the laboratory. The customer performed repeat testing with the patient's sample on an unknown "gaz analyzer" and on the same cobas 8000 cobas ise module. The customer determined the na result of 136 mmol/l from the "gaz analyzer" was determined correct and the na result was "revised." The na electrode lot number and expiration date were requested but not provided.